Manufacturer narrative:
H3: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned.

Manufacturer narrative:
B5: reportedly, "surgeon does a laser treatment to correct the residual refraction. Patient is happy. All is fine." The problem was resolved. Cause of the event is unknown. Claim# (B)(4).